Event description:
The patient was found unconscious. The caregiver tested pt's blood glucose on the suspect device and it was 89 mg/dl. Pt called the paramedics and they tested pt's blood glucose on their device and it was 38 mg/dl. Pt was taken to the hospital and admitted for 2 weeks and given glucose.